Event description:
It was reported that after successfully completing an upper arm fistula procedure, the catheter balloon was difficult to remove through a 6fr introducer sheath. No additional complications were reported.